Event description:
The customer states that a patient that tested positive for cmv-igg in september 2006 is now testing negative for cmv-igg when using the axsym cmv-igg assay and also testing negative using an alternate method (vidas). No adverse outcomes were reported due to this issue. Patient's history: in 2006, a patient tested negative on cmv g. Approx three months later, this patient results were cmv g 76 cmv m positive avidity 80%. Six days later, this patient results were cmv g 53 cmv m positive avidity 96%. In 2008, this patient results were cmv g 259 cmv m positive. In 2009, this patient result was cmv g 0, tested on vidas 0. Eleven days later, this patient result was cmv g 0, tested on vidas 0. Testing for epstein bar virus. Ebv sera on ebna g > 600 vsa m negative vsa g 66 eleven days later, ebna g >600 vsa m < 10 vsa g 55. No adverse impact to patient management was reported due to this issue.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the axsym analyzer list # 7a83-01, manufacturing site abbott laboratories, (B)(4), to the axsym cmv-g reagent list # 4b47-20, manufacturing site abbott laboratories (B)(4). Other (B)(4): reviews of the complaint data and customer data were performed to assess the performance of the assay. The customer data was reviewed and the comment in the call text regarding antibodies against alkaline phosphatase as a possible cause of the negative axsym cmv igg values was addressed. Investigation summary: product evaluation was not performed during this investigation. Review of quality data records (complaint tracking and trending) was sufficient to determine if there is a product deficiency. Review of complaint documentation was performed and a non-statistical trend was not identified. The complaint activity was normal for the issue under investigation customer's data and comment in the call text were reviewed in which the customer suspects that antibodies against alkaline phosphatase may have caused the negative axsym cmv igg values. One possible explanation is related to the composition of the axsym cmv igg conjugate. It is made with alkaline phosphatase (alp). Immunity to alp sometimes arises in pregnancy in certain patients. It is possible that if the patient has antibodies to alp that they might bind to the alp in the conjugate and cover the active site, thus preventing cleavage of the mup and generation of the signal. The question is whether the patient's alp response increases in a pattern that would explain the cmv results. If she was recently pregnant, then perhaps there was an increase in anti alp antibodies that would result in a 0 for cmv where it was positive before. The investigation did not identify a product deficiency. This is the final report.